Event description:
A malfunction was reported on the pump. There was no reported impact on the customer's blood glucose level as current values could not be assessed. Technical support assisted the customer with resetting the pump, and no recurrent malfunction occurred. The customer was instructed to continue using the pump and contact support if any issues reoccurred.